Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and five three-way stopcocks was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 2 cm and 78 cm proximal from the catheter tip. No packaging or introducer was returned. Blood was observed inside the non-edwards contamination shield, inside the gate valve, and under the balloon latex. The attached non-edwards contamination shield was removed for further evaluation. A total of six punctures (five measuring 0.5 mm long and one measuring 1 mm long) were found on the catheter body at 32 cm proximal from the catheter tip. Two of these punctures entered into the proximal injectate lumen. The 1 mm long puncture entered into the balloon inflation lumen. The balloon did not inflate due to leakage from the 1 mm long puncture and also due to blood occlusion between the 1 mm puncture at 32 cm proximal from the tip and balloon. The distal and proximal infusion lumens were patent without any leakage or occlusion. No other visible damage to the catheter body, balloon, or returned syringe was observed. It was able to insert the catheter into a lab 9fr introflex introducer which is the recommended size introducer per the IFU. Balloon inflation testing was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of catheter advancement issue from the right ventricle to the pulmonary artery and insertion issue could not be confirmed. Customer report of balloon inflation issue of only half of the balloon inflated could also not be confirmed as the balloon did not inflate due to leakage. It is unknown if a check of the balloon integrity before the procedure was completed by inflating it to the recommended volume, inspecting the balloon for asymmetry and submerging the balloon in sterile saline or water to check for leaks as instructed in the product IFU. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that it became unable to advance the catheter from the right ventricle to the pulmonary artery during use in ICU after surgery. The catheter was removed to check the balloon. Upon examination, only half of the balloon inflated. The catheter was replaced. There were no patient complications reported.